Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery (ata). After a guidewire crossed the lesion, a 1.5mm x20mm x143cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, upon the first inflation at 5 atmospheres for 5 seconds, contrast media leak was noted on the display. The device was completely removed from the patient's body and a balloon rupture was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote es balloon catheter with blood in the balloon and lumen. The balloon was loosely folded and there were numerous kinks in the hypotube. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination revealed pinhole in the balloon material, 14mm from the tip of the device. Microscopic inspection of the markerband found no irregularities or defects. Microscopic inspection of the proximal bond found no irregularities or defects. Microscopic inspection of the tip found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery (ata). After a guidewire crossed the lesion, a 1.5mm x20mm x143cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, upon the first inflation at 5 atmospheres for 5 seconds, contrast media leak was noted on the display. The device was completely removed from the patient's body and a balloon rupture was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.